Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and following the reset, the same malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue returns.